Event description:
See initial report.

Manufacturer narrative:
The affected device was investigated and the reported error message could be reproduced. The root cause of the reported event is a defective motor control board.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 mast roller pump. The incident occurred in (B)(4). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that when the speed control knob of a s5 mast roller pump was turned while the pump rotation started without the tube attached, the pump head did not rotate and a motor control failure error message occurred. The issue was identified during setup. There was no patient involvement.